Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer experienced an elevated blood glucose (bg) level was 600 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump to address bg. Customer alleged that the pump did not deliver insulin as intended; however upon review it was found that the pump was delivering insulin appropriately but that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge.